Event description:
Reportedly, cardiac output-blood temperature incorrect/unstable. No pt injury reported.

Manufacturer narrative:
Add'l serial # (B)(4). Eval summary: s1 connector overmold loose. Device returned.